Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. Customer's blood glucose value was 518.4mg/dl. Customer stated that the drive support cap was flush. Customer was unable to troubleshoot for high blood glucose value due to the error alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. No motor noise anomaly noted during testing. No moisture damage on electronics and motor assembly noted. Device received with corroded battery tube noted.